Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The customer reported ¿tubing leaked at male luer site connected to the IV catheter¿. Received from the customer was one used primary set model 2426-0500 lot unknown. A non-bd syringe adaptor was attached to the set¿s distal smartsite. Received was a copy of the bd ¿clinical advocacy incident form¿. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No abnormalities were observed during visual inspection. To prepare the set for functional testing a lab 18 gauge catheter was attached to the male luer to closely simulate the customer¿s use description. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching it to the set¿s spike adaptor allowing fluid to flow through the set via gravity. The set primed completely with no leaking observed. The set was loaded into a lab pump module device with the primary infusion programmed at a rate of 75ml/h and vtbi 75ml. No alarms were noted by the device during infusion. No leaking was observed on the set. The set was pressure tested per IV disposable leak test method dir (B)(4) while submerged underwater up to 30 psi. A closed stopcock was attached to the end of the set¿s male luer. No air bubbles were observed leaking at any of the set¿s locations. Equipment used (visual inspection and functional testing performed on 23-sep-20). Optical ram-cnc, eq08204, calibration due date: 05-feb-21. Dino lite microscope, eq106199, ncr. Air pressure regulator with pressure gauge, eq00151, calibration due date: 07-nov-20. 8015 alaris pcu 1.5, eq08330, pm due date: 04-aug-21. 8100 alaris system lvp, eq08470, pm due date: 05-jun-21. The device history record for primary set model 2426-0500 lot unknown could not be conducted because the lot information was not provided. The customer¿s report that the tubing leaked at male luer site was not confirmed or replicated on primary set model 2426-0500. The root cause of the customer¿s reported leaking was not identified as we were unable to reproduce the event during functional and pressure testing. H3 other text : see h10.